Manufacturer narrative:
No further information is available on the devices at this time. Hillrom has requested for the power cord to be returned in order to conduct a thorough analysis. Hillrom will submit a final report with the investigation conclusion on this event.

Event description:
The customer reported that the csm power cords burnt and the fuse went off in the emergency ward. There was no reported injury. This event was captured under hillrom complaint ref # (B)(4).

Event description:
The customer reported that the csm power cords burnt and the fuse went off in the emergency ward. There was no reported injury. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The power cord associated with complaint # (B)(4) was not returned by the customer. Further investigation could not be performed to determine the root cause. Additional attempts were made to obtain the power cords. But no response was received. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: cords, cables, and accessories damaged from prior misuse can affect patient and operator safety. Inspect all cords, cables, and accessories for strain relief wear, fraying, or other damage according to the recommendations presented in the maintenance and service section of this manual. Replace as necessary. Inspect the ac cord for exposed copper before touching the cord. Unplug the ac cord only by pulling on the plug, never the cord. Never lift the monitor by the power cord or patient connections. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. In normal usage (proper usage of plug-in/pull-out), the plug can withstand long term usage. It is suspected that this part part has been over used. As it was noted by the customer that the power cord was burned, this could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.